Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d4 d10 concomitants: 320-46-10 - equinoxe reverse 46mm humeral const liner +0 (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-15-05 - eq rev locking screw (B)(6) 308-05-23 - distal fixation ring ha 23.5 (B)(6) 308-01-08 - 8x80mm distal stem modular cemented (B)(6) 308-12-00 - med prox body +12.5 (B)(6) 308-16-12 - taper locking screw 112 (B)(6) 308-10-25 - 25mm middle segment modular (B)(6) 308-10-75 - 75mm middle segment modular (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 320-46-10 - equinoxe reverse 46mm humeral const liner +0 (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-15-05 - eq rev locking screw (B)(6) 308-05-23 - distal fixation ring ha 23.5 (B)(6) 308-01-08 - 8x80mm distal stem modular cemented (B)(6) 308-12-00 - med prox body +12.5 (B)(6) 308-16-12 - taper locking screw 112 (B)(6) 308-10-25 - 25mm middle segment modular (B)(6) 308-10-75 - 75mm middle segment modular (B)(6).

Event description:
As reported, approximately 4 days following a revision of the left total shoulder arthroplasty (tsa), the shoulder dislocated again in the ward. Another revision was performed at which time the surgeon decided to reduce the size of the glenosphere back to 42 and implant a constrained liner. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.